Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 3 was failed to open. The field service engineer recovered the pill blocked on back of the station and checked cable configuration to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 3 was failed to open. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.